Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed in intraoral region #21 it was verified its non- osseointegration. A 40 ncm of primary stability was achieved and immediate load was executed. Patient presented bone type IV. The dentist has informed that there was an overload.